Event description:
Acct. Reports that the tubing developed an "aneurysm" during a procedure. States they were injecting contrast material. States they have had more than one incident. States they use a 3cc or a 10cc syringe for the injections. No pt injury reported but acct. Is concerned of potential injury.